Event description:
A volume discrepancy was initially reported with the expected volume of 6.6ml vs. Actual of 20ml. Patient's symptoms included pain. It was further added that an x-ray showed kinking of the catheter and the healthcare provider (hcp) thought that "this was the reason why the drugs did not go into the intrathecal space". Per reporter an implant of a new intrathecal segment was scheduled to avoid surgery at the pocket of the pump and only to operate at the entrance of the catheter into the fascia and intrathecal space. The logs of the pump showed no event related with a motor stall and all was normal. Drugs delivered via the device were morphine and bupivacaine. It was later reported that a pump roller study was done and the roller showed proper movement. Hcp then attempted to access the catheter access port to check the catheter and it was impossible to get some liquid. Hcp replaced the catheter. It was stated that there was "something" into the tip of the catheter. It was added that the hcp did not know the implant date of the catheter but indicated it to be older than 8 years. Per reporter the status of the patient was good. Following catheter replacement on (B)(6) 2012, the hcp changed the drugs and was using only morphine. It was indicated that the patient was going to be several days at the hospital "to increase the dose/day till get the useful dose"; but for the moment everything was "ok".

Manufacturer narrative:
Final analysis of the distal segment of the catheter found no significant anomalies. Final analysis of the proximal segment of the catheter found an indent seen down in the cup of the sc connector. The indent was completely offset to the lumen.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709, lot# unk, implanted: unk, explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.